Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h11c26055 and h11a17116 with no exceptions or defects observed related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from (B)(4) of a break in aseptic technique and peritonitis with culture positive for gram positive bacilli in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced an unspecified break in aseptic technique. On (B)(6) 2011, the patient was hospitalized for an unreported reason. On (B)(6) 2011, the patient experienced peritonitis. The nurse believed the peritonitis was due to the break in aseptic technique. On (B)(6) 2011, the patient was discharged from the hospital. Dianeal therapy was ongoing and the patient was recovering from the peritonitis. The outcome for the event of a break in aseptic technique was not reported. The nurse stated that the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.